Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly and cosmetic damage on the insulin pump. Troubleshooting was performed. Customer advised they had trouble reading the display screen and the insulin pump would not properly rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with normal operating current. Device passed displacement test, rewind and self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows that damage to lcd window is a scratch not faded as reported by user. (B)(4).